Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia of up to 493 mg/dl despite delivering insulin via the infusion device, and she believes the insulin delivery is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.